Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20787863.

Event description:
It was reported that the patient lost coverage in the back and x-ray revealed that the leads have migrated. The leads were replaced and the patient was doing well postoperatively. The explanted leads were discarded.